Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and provided: at what firing did the issue occur? At the first firing, that is, it did not fire at all. Did the device cut? No, it did not cut. Were there any unusual noises heard when firing the device? No, any unusual noise was reported from the hcp. Was the device difficult to close or fire? No. Was there any bleeding? If so how much bleeding occured? No bleeding occurred since the device was not properly fired. Was a blood transfusion required? If so how much blood products was given to the patient. No, any blood transfusion was required. How long was the procedure prolonged? About 20 minutes.

Event description:
It was reported that during a gastric sleeve procedure, when the health care professional pulled the trigger of the device, a linear cutter, to active it, it did not work out; no staple line was delivered twice. Another like device and reload was used to complete the procedure. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? Did the device cut? Were there any unusual noises heard when firing the device? Was the device difficult to close or fire? Was there any bleeding? If so how much bleeding occured? Was a blood transfusion required? If so how much blood products was given to the patient. How long was the procedure prolonged?

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with two ecr60d cartridge reloads present. Cartridges (b, c) ecr60d were received partially fired 1/10 and in good visual condition. It is possible that while loading the reloads (b, c) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reloads (b, c) were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.